Manufacturer narrative:
Logs showed bubble alarms sounded, causing pump stop. Pressure in the system may have caused the retrograde flow whilst pump was inactive. The system acted as expected in response to a bubble in the circuit. The logs show the bubble resolved itself, and the pump was operational when swapped for hand crank.

Event description:
Perfusionist reported that several alarms sounded, and experienced a pump stop during a case. They were unable to diagnose reason for both, leading to the perfusionist switching to use a hand crank as a precautionary measure and switching pump out - after observing retrograde flow. We consider a pump stop to be reportable; however, the patient was involved without any consequences.